Event description:
It was reported that during an in-clinic follow-up, an increased and out of range lead pacing impedance (pli) was noted on the left ventricular (lv) lead. No intervention was performed and will further be monitored. No patient consequences were reported.